Event description:
The facility reported a flogard infusion pump that presented "broken door." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of a flogard infusion pump that "presents broken door" was confirmed at the customer site as a door open alarm. Service determined that the cause was due to a broken door. The door was replaced onsite at the facility by a baxter field service technician to resolve the issue.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.